Event description:
The advocate stated her son went into insulin shock in the middle of the night. His blood glucose was 37mg/dl on the contour. She gave him 2 glasses of orange juice and something to eat. She called the doctor and was told to continue to have him eat. His blood glucose was back to normal in about 20minutes. The doctor change his evening insulin dosage from 22units to 11units in the evening and then 11units the following morning. The advocate was asked to return the strips for evaluation. A new kit was sent to the customer.